Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. No patient involvement reported, unknown if patient was involved. Date of event: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service & repair evaluation/review was attempted: no service history review can be performed as part number 391.201 with lot number(s) p507873 is a lot/batch controlled item. The manufacture date of this item is 24-apr-2002. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was conducted. The report indicates that the: part# 391.201, supplier lot# p507873, synthes lot# p507873, release to warehouse date: 24-apr-2002, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair documented that it was reported that two cable tensioners would not tighten on cables. It is unknown when this issue was found. No other information available. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the cable (part number 391.201, lot number p507873). The subject device was returned with the complaint condition stating the front nose piece on the device is missing. This complaint condition is confirmed. The device was sent to the vendor for repair on october, 17, 2016. The vendor reported the front nose piece required replacement. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The root cause of the issue is unknown. No manufacturing or design issues were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.